Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's right ventricular lead exhibited noise. The noise was reproducible when touching the pacemaker and the lead through the patient's thin skin. Programming changes were made. The patient was stable, and will be monitored. Related manufacturer reference number: 2017865-2019-08877.